Manufacturer narrative:
The device was manufactured april 23 - 25, 2018. The device was received for evaluation. Visual inspection revealed fluid in the bag that contained the device. When the device was removed from the bag, the cause of the fluid leak was found to be an untightened blue winged luer cap. A functional leak test was performed by filling the device with water and manually tightening the blue winged luer cap. During filling and the next day, there were no signs of a leak from the device. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was leaking. This occurred after filling with sodium chloride solution. There was no patient involvement. No additional information is available.